Manufacturer narrative:
The product has been received, and is in evaluation. A follow up will be provided.

Event description:
The customer reported that the ECG lead set ends are breaking while being inserted or removed from the trunk cable yoke. The reporter is a telemetry coordinator who had these lead sets returned to them for cleaning and reuse. The device was reported as being used on many patients. No record of dates or patient information was kept regarding the event.